Event description:
The manufacturer received information regarding dreamstation auto CPAP. The patient is alleging of headaches, irritation of nose and eyes from using the device. There was no serious patient harm or injury. At this time, no medical intervention has been reported. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.